Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, brown particles, delamination wear abrasion, and a crease fold. A leak test was performed and found an opening on the posterior side and a crack opening on the diaphragm valve. A microscopic analysis was performed which identified a crack opening, delamination and a striated opening on the posterior side, consistent in the use of some surgical tool. Based on the device analysis the final assessment is delamination of the diaphragm valve, assessed as adhesive failure, a striated opening on the posterior due to surgical damage and a crack opening on the diaphragm valve due to a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.